Event description:
It was reported that this pacemaker has reached end of life (eol). Data analysis was requested and showed that the power consumption was very high at 844 micro watts. Moreover, the estimated longevity would 1.38 years, might be a high output and battery issue. Also, the field representative stated that the pacemaker was external to the body and below the breast area due to infection. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.